Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer seeking medical attention due to symptoms. Test strips were returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced. No defect found most likely underlying root cause mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 12-may-2021 to ensure the customer's condition had improved - able to contact the customer who stated he did not currently have any diabetic symptoms and no further medical intervention since the last call was reported. Customer stated he had tested that morning and obtained a result of 173mg/dl non-fasting using the true metrix meter.

Event description:
Consumer reported complaint for high blood glucose test results compared to another device. The customer is concerned with test results from results obtained of 88mg/dl; customer was also concerned with back to back blood test results of 93, 102 and 88mg/dl. The customer¿s expected pre-lunch fasting blood glucose test result range is 93-111mg/dl. At the time of the call the customer reported feeling lightheaded. Customer stated he was also feeling lightheaded earlier and had gone to his doctor. A meter to meter comparison was performed at the doctor's office and customer's blood glucose test result using the true metrix meter was 88mg/dl and using the dr.'s device was 74mg/dl; blood tests were performed on different hands. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/19/2021 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 :125 mg/dl date: 5/11 time: 2:47pm fasting/2 hrs. After lunch. Result 2 : 88 mg/dl date: 5/11 time: 11:44 am fasting/before lunch. Result 3 : 102 mg/dl date: 5/11 time: 11:44am fasting/before lunch. Result 4 : 93 mg/dl date: 5/11 time: 11:31am fasting/before lunch. Result 5 : 173 mg/dl date: 5/10 time: 11:45am non-fasting. Result 6 : 90 mg/dl date: 5/07 time: 10:49am fasting. Result 7 : 115 mg/dl date: 5/06 time: 8:23pm unsure. Result 8 : 101 mg/dl date: 5/06 time: 12:20pm fasting/before lunch.

Manufacturer narrative:
Corrected sections as of 09-jul-2021: correction on section b1 to remove product problem selection since product was returned and evaluated. Investigation yield no defect found, therefore the product problem category does not apply.